Event description:
The customer reported an alarm. Explained the alarm indicates that something may be preventing the lead screw from turning. Instructed the customer to change the set and call back if the alarm recurs. During the call the customer mentioned that they were hospitalized for low bgs a month ago. It was indicated that the night before the admission their bgs were high. Bgs were treated with bolus of novolog from pump and humalog manual injections. The customer was unaware of difference between humalog and novolog. Doctors gave no cause of low bgs. Few days later, the customer called back and reported an alarm. Advised the customer to change the infusion set.